Event description:
It was reported that the patient stated that his inflatable penile prosthesis does not seem to inflate fully and the patient had difficulties operating the pump. The patient was instructed to return to his urologist.